Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the drill bit to be fractured through the flutes. A large amount of discoloration is present around the solid shaft and etching. The tip of the bit is dinged. Foreign debris is present in the flutes. Sem analysis determined that the fracture was suspected to be due to reverse bending overload. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however, sem analysis suggests the failure mode is bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02989.

Event description:
It was reported that the drill bits broke during surgery. All pieces retrieved were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.